Event description:
It was reported to philips that a ventilator had a failure in the touch panel. The device was in clinical use at the time the issue was discovered. The unit was switched out with an alternate unit. There was no patient or user harm and no medical intervention except for replacing unit was reported due to this failure. When the issue occurred, the unit operated continuously. The reported issue was confirmed, calibration was performed but the phenomenon was not improved. The investigation is ongoing.

Manufacturer narrative:
The touchscreen was replaced, and the touched position issue was resolved. The navigation ring was observed to fail to respond. Therefore, the front bezel was replaced, and the navigation ring failure was resolved. No other anomaly was found. Overall checking, cleaning, run testing, and a function test was performed. A touchscreen assembly was returned for analysis. Visual inspection of the returned touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and the resistance measurements and resistance ratio tests passed. The reported complaint that the touchscreen failed was not duplicated; no fault was found.